Event description:
A report was received that the patient had loss of stimulation. The patient also stated that she sometimes feels a burning sensation. High impedance was noted. Lead fracture was found by running impedance checks.

Event description:
A report was received that the patient had loss of stimulation. The patient also stated that she sometimes feels a burning sensation. High impedance was noted. Lead fracture was found by running impedance checks.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure where the leads were replaced and the ipg was relocated. It was also reported that lead fracture was suspected but not confirmed and when the lead was replaced, all contacts that were out disappeared, leading the physician to believe that something was wrong with the replaced leads. The patient was reportedly doing well postoperatively. Additional suspect medical device component involved in the event: model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator the explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
(B)(4) . Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.